Manufacturer narrative:
The stayfuse implant consists of two components, a proximal and distal device. Both are listed in section d4 of this report. Copies of all documents relevant to this event were submitted. Add'l model #2227-01-01, add'l catalog #2227-01-01 and add'l lot #77105700.

Event description:
Patient presented for follow-up after implantation of stayfuse device in left foot second digit. Radiograph at follow up revealed that the stayfuse intramedullary fusion device which consists of a proximal and distal portion separated some time after the original implant in 2004. The surgeon elected to remove the implant and replace it with a k-wire.